Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that their implantable pulse generator (ipg) moves when they raise their left arm. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that the ipg had migrated to their armpit and was causing them pain. The patient stated, they had been seen by their physician and were told they would have to live with it.